Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom on (B)(6) 2024, it was reported by the patient for the bent cannula, within 24 hours of use. Infusion set was inserted in the thigh and humalog/insulin lispro (eli lilly) insulin was in use. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.